Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the reported allegation. Installed vela onto test fixture, removed cover and did a visual inspection for any loose components. Vyaire was able to find cap on battery tray assembly wire assembly connected wrong cables were switched causing the "hw fault". After further evaluation, found crack on base assembly. Problem was duplicated due to wires switched connected wrong. Replaced battery tray. Replaced base assembly. Blender was leaking at calibration. Epi pcba was found burnt. Ran 24 hour burn-in and all testing passed per ovp (operational verification procedure) service manual.

Event description:
It was reported to vyaire medical that the vela ventilator has hardware fault and unknown leak. Furthermore, there was no patient associated with the reported event.